Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken power cable insulation. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It is not known what surgical task was being performed when the reported issue was identified. The customer confirmed and clarified that the black cable was loose and there was no loss of cautery. The customer confirmed there was no thermal damage observed and the maryland bipolar forceps instrument did not collide with any other instrument during the procedure. There are no photographic images or video recording available. A backup instrument was used to complete the surgical task.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument involved with this complaint to perform analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The complaint regarding a damaged conductor wire insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.